Manufacturer narrative:
A review of the device history record (DHR) for lot number 830962 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are taken throughout the production of the lot and checked for contamination. No issues were identified from the inspected samples of this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. A review of the process monitoring data did show that the hubs for contamination did have flash that was noted. A review of the machine setup was conducted and there were no issues. The agr product was reviewed and no contamination was seen. Ninety-one (91) samples were returned for evaluation. The samples were visually inspected for particulates and small particles were seen. The particles appeared to be plastic. All of the samples were stiletted and they all passed with the exception of one (1) sample. That sample appeared to have toothpaste in the ID. A slight bulge was seen on the cannula. The bulge is the adhesive above the hub on the cannula. These were all below specification. The reported condition of particulates on the cannula is confirmed. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified. Based on the returned samples, the most likely root cause of the particulates was plastic from the hub. Some of which may have been caused by the shipment of unsheathed needles. The reported customer complaint is confirmed. A root cause could not be determined. A most probable root cause was determined to be plastic from the hub (some) caused by the shipment of unsheathed needles. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
Submit date: january 8, 2019. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports an unknown matter was found on the exterior and within the bore of the cannula.

Manufacturer narrative:
Based on additional information received from the initial reporter, the investigation has been updated. Please see below: a review of the device history record (DHR) for lot number 829566 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are taken throughout the production of the lot and checked for contamination. No issues were identified from the inspected samples of this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. A review of the process monitoring data did show that the hubs for contamination did have flash that was noted. A review of the machine setup was conducted and there were no issues. The agr product was reviewed and no contamination was seen. Ninety-one (91) samples were returned for evaluation. The samples were visually inspected for particulates and small particles were seen. The particles appeared to be plastic. All of the samples were styletted and they all passed with the exception of one (1) sample. That sample appeared to have toothpaste in the ID. A slight bulge was seen on the cannula. The bulge is the adhesive above the hub on the cannula. These were all below specification of 3/32¿. The reported condition of particulates on the cannula is confirmed. The customer has the cannula occlusion tested by an outside lab. The reported condition of occlusion in the cannula was confirmed. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified. Based on the returned samples, the most likely root cause of the particulates was plastic from the hub. Some of which may have been caused by the shipment of unsheathed needles. The report from the customer was sent to the supplier and they stated that the most likely root cause of the occlusion was the material could be powder from cutting wheel (adhesive component) and cutting oil that were adsorbed in the inner surface of tube. Normally, the powder/oil and other foreign materials are removed after cleaning process but in this case it was absorbed and hardened in the inner surface and not able to be removed and not detected during final visual inspection. The supplier stated that in order to prevent this issue, they will reduce the waiting time to the post process and inspectors will be trained for this case. This information will be utilized for trending purposes to determine the need for additional corrective actions.